Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 3 years, 6 months due to aortic valve endocarditis, perivalvular abscess, pvl and thrombus. The explanted valve was replaced with a 25mm 11500a valve. Per medical records patient was admitted with fevers, general abdominal pain, diarrhea, an echo showed aortic valve vegetation, perivalvular abscess and pvl, diagnostic workup confirmed splenic infarct and MRI confirmed embolic stroke (the patient had similar symptoms 6 months prior to admission). The preoperative tee showed vegetations floating bac and forth in the lvot. The patient underwent redo avr and aortic annular reconstruction. The 27mm 11500a had a large thrombus noted in findings. The patient was easily weaned from cbp. A tee demonstrated good seating of the 25mm 11500a valve and no pvl. Lv and rv function were good. The operation noted more complex than usual because of the infectious endocarditis and destruction of the annulus. The patient was coagulopathic in the or requiring blood and blood products.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 3 years, 6 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.